Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer could not recall any significant events leading to this alarm and was unable to clear the alarm. The blood glucose reading was 71 mg/dl. Nothing further was reported.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.